Manufacturer narrative:
(B)(4).

Event description:
During a post-op visit after an orthopedic case, the patient&#38112;wound reported to have necrotic tissue. No other details available. Additional patient demographic information obtained.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: patient injury: post op, it was discovered that the patient had wound necrosis. Complaint device details: product code (cfn): 40-405-1 serial: (B)(4). Testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. The packaging did not appear to have sustained damage during transit. External visual: there was no evidence of external defects to the generator. Internal visual: there was no evidence of internal defects to the generator. Functional inspection of generator related to reported issue(s): test(s) performed in accordance with reported issue: functional test, power output test, flow test and return electrode sense test. Are measurements within specification?: yes equipment used for testing: ps210-030, 90-1451, 7054, 7256, 799, ps200-040 results of each test performed: generator passed all functional tests - device insertion; 3-pin and 7-pin devices were recognized. The test devices activated rf upon button press, and rf output stopped on button release for 3-pin test device and 7-pin test device both cut and coag the power output tests and flow test confirm that all parameters tested are within specifications describe defect found and impact to functionality: no failure detected describe resolution of defect (fix): no failure found were there additional failures found? No slhr review: this generator has not been in for service prior to this complaint investigation conclusion: the reported issue was not confirmed. Reference documents: complaint analysis-generators-work instructions 42-10-1119 rev b aex service process instructions 61-90-0703 rev f. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a post-op visit after an orthopedic case, the patient¿s wound reported to have necrotic tissue. No other details available.

Manufacturer narrative:
(B)(4). Patient information incomplete but a good faith effort is in progress to obtain incomplete patient information from the customer.

Event description:
During a post-op visit after an orthopedic case, the patient&#38112;wound reported to have necrotic tissue. No other details available.

Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a post-op visit after an orthopedic case, the patient¿s wound reported to have necrotic tissue. No other details available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.